Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced increasing dyspnea and light exertion presyncope. The patient was transferred from the general practitioner to the clinic, and the patient was admitted. Hemoglobin value was low at 7 mg/dl and inr (international normalized ratio) was 2.81. Gastroscopies on (B)(6) 2020 showed multiple small polyps. A clip was placed. Once sample showed mild gastritis without evidence of helicobacter pylori. The patient received a blood transfusion. The patient's aspirin was settled and the patient was prescribed a proton pump inhibitor to protect the gastric mucosa. No further information was provided.